Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, a different alarm occurred and the system check could not be completed. Multiple attempts were made by technical support to follow up with the customer and continue troubleshooting, but no response was received. Customer's blood glucose was 300 mg/dl at time of alarm. No additional information was provided.